Manufacturer narrative:
.

Event description:
It was reported that a vns patient had died. The information was provided by a confidential charity organization, so no follow-up is possible. The organization was contacted by a patient's relative who said that the deceased had died and had been buried with the devices implanted. An in-house sudep evaluation concluded possible sudep.